Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic and /or old pelvic inflammatory disease") and pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. 627435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, unspecified, vaginal bleeding, menorrhagia, dysmenorrhea, nickel sensitivity, weight gain, leiomyoma nos, chronic cervicitis, uterine cervical squamous metaplasia and nabothian cyst. Concurrent conditions included blood pressure high since 2013 and dysfunctional uterine bleeding. Concomitant products included sertraline hydrochloride (zoloft) since 2000 for depression, simvastatin (simvastin) since 2013 for high cholesterol, levothyroxine sodium (synthroid) for hypothyroidism as well as benazepril since 2013, loratadine since 2008, omeprazole and sertraline hydrochloride (sertraline) since 2000. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In 2012, the patient experienced granuloma annulare ("granuloma anulare (autoimmune)/granuloma anulare (unusual skin rashes that did not go away/(autoimmune)") with rash erythematous and pruritus. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, allergy to metals, weight increased, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the granuloma annulare had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, granuloma annulare, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pre-operative and post operative diagnosis: fibroid uterus with adenomyosis and severe pelvic adhesive disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease ." Most recent follow-up information incorporated above includes: on 24-jan-2019: reporter information was added. This case is medically confirmed. Her demographic was updated. Her concurrent and historical conditions were added. Lab data was added. Essure indication was added. Essure insertion date was updated. Essure lot number was added. Her concomitant medications were added. Per medical record event: chronic and /or old pelvic inflammatory disease was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia); granuloma anulare (autoimmune); nickel allergy, dysmenorrhea (cramping); weight gain and bladder or urinary problems or changes), abdominal pain lower were added. Event rash updated to unusual skin rash / rashes or skin conditions type: unusual red rashes and hypersensitivity updated to allergic reactions / allergic or hypersensitivity reaction type: extreme itching / unusual itching (internal and on palms of hands and soles of feet). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic and /or old pelvic inflammatory disease") and pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. 627435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginal bleeding, menorrhagia, dysmenorrhea, nickel sensitivity, weight gain, leiomyoma nos, chronic cervicitis, uterine cervical squamous metaplasia and nabothian cyst. Concurrent conditions included blood pressure high since 2013 and dysfunctional uterine bleeding. Concomitant products included sertraline hydrochloride (zoloft) since 2000 for depression, simvastatin (simvastin) since 2013 for high cholesterol, levothyroxine sodium (synthroid) for hypothyroidism as well as benazepril since 2013, loratadine since 2008, omeprazole and sertraline hydrochloride (sertraline) since 2000. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In 2012, the patient experienced granuloma annulare ("granuloma anulare (autoimmune)/granuloma anulare (unusual skin rashes that did not go away/(autoimmune)") with rash erythematous and pruritus allergic. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, allergy to metals, weight increased, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the granuloma annulare had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, granuloma annulare, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pre-operative and post operative diagnosis: fibroid uterus with adenomyosis and severe pelvic adhesive disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease ." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic and /or old pelvic inflammatory disease") and pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. 627435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included obesity, vaginal bleeding, menorrhagia, dysmenorrhea, nickel sensitivity, weight gain, leiomyoma nos, chronic cervicitis, uterine cervical squamous metaplasia and nabothian cyst. Current weight 256 lbs. Concurrent conditions included blood pressure high since 2013 and dysfunctional uterine bleeding. Concomitant products included sertraline hydrochloride (zoloft) since 2000 for depression, simvastatin (simvastin) since 2013 for high cholesterol, levothyroxine sodium (synthroid) for hypothyroidism as well as benazepril since 2013, loratadine since 2008, omeprazole and sertraline hydrochloride (sertraline) since 2000. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In 2012, the patient experienced granuloma annulare ("granuloma anulare (autoimmune)/granuloma anulare (unusual skin rashes that did not go away/(autoimmune)") with rash erythematous and pruritus allergic. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower abdomen") and rash ("rashes on my arms and feet"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, allergy to metals, weight increased, bladder disorder, urinary tract disorder, abdominal pain lower and rash outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the granuloma annulare had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, granuloma annulare, menorrhagia, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pre-operative and post operative diagnosis: fibroid uterus with adenomyosis and severe pelvic adhesive disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease ." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event rashes on my arms and feet, did not undergo essure confirmation test. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic and /or old pelvic inflammatory disease') and pelvic pain ('pain') in a 42-year-old female patient who had essure (batch no. 627435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included obesity, vaginal bleeding, menorrhagia, dysmenorrhea, nickel sensitivity, weight gain, leiomyoma nos, chronic cervicitis, uterine cervical squamous metaplasia and nabothian cyst. Current weight 256 lbs. Concurrent conditions included blood pressure high since 2013 and dysfunctional uterine bleeding. Concomitant products included sertraline hydrochloride (zoloft) since 2000 for depression, simvastatin (simvastin) since 2013 for high cholesterol, levothyroxine sodium (synthroid) for hypothyroidism as well as benazepril since 2013, loratadine since 2008, omeprazole and sertraline hydrochloride (sertraline) since 2000. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In 2012, the patient experienced granuloma annulare ("granuloma anulare (autoimmune)/granuloma anulare (unusual skin rashes that did not go away/(autoimmune)") with rash erythematous and pruritus allergic. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower abdomen"), rash ("rashesh on my arms and feet") and skin discolouration ("skin discolouration"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, allergy to metals, weight increased, bladder disorder, urinary tract disorder, abdominal pain lower, rash and skin discolouration outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the granuloma annulare had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, granuloma annulare, menorrhagia, pelvic pain, rash, skin discolouration, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pre-operative and post operative diagnosis: fibroid uterus with adenomyosis and severe pelvic adhesive disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease ." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media post received :skin discolouration event added. Reporters information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash") and hypersensitivity ("allergic reactions"). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, rash and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.